Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative wanted to know if it was possible for a lead to break and rip in an explant. Representative said that they were in a case today where the patient had a spinal cord stimulator taken out but a pump was put in. Per caller, this was a routine removal of the scs system. The representative reviewed that the lead had ripped and they weren't sure if they got all of the fragments but thought they did given the imaging they did during procedure but caller concerned that finer pieces may not have been visible on imaging. Per representative, they think the lead got knotted scar tissue in the tunnel from the spine to the pocket pieces and it was impossible to tell with some of those fine pieces that they got it all out. Representative mentioned that they can see the tant alum shielding pretty clearly on the x-ray, but it's just where the lead frays there are so many layers to it that it's impossible to determine whether they got everything out. The lead that was removed today was for a while, at least it must have been a perc lead, and there were two leads that came apart but only one of them came apart in smaller pieces. The one lead came apart in two distinct pieces so they can confidently say that it was fine and the 2nd lead got stuck a little bit more. Tss reviewed MRI elig for lead fragments.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.